Manufacturer narrative:
Correction to section h6 per evaluation. The delivery system was not returned to edwards lifesciences for evaluation. A review of procedural video provided showed that the balloon burst at full inflation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by ew has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, ''as per medical opinion, balloon burst due to the presence of calcium in stj.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
The investigation is ongoing.the device is not returning.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, by transfemoral approach. During procedure, the balloon burst when the valve was fully expanded. The valve was implanted successfully and there were no consequences on the patient. No withdrawal difficulties. As per medical opinion, balloon burst due to the presence of calcium in sinotubular junction (stj).